Event description:
Per dealer, alleges that a circle pin came loose causing the fork to fall off the chair. Dealer is not sure what caused this to happen. No injuries reported.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a follow up report will be filed.